Event description:
It was reported that the balloon did not deflate completely and left a ridge at the tip of the catheter, which caused the catheter to get stuck in the patient's meatus. It was reported that the patient experienced "some trauma" and self-limited bleeding. Allegedly, the patient required a "urology consult for catheter removal." It was reported that the hospital nursing staff no longer tests the catheters before use by inflating and deflating the balloons due to the balloons not deflating completely and leaving a "stretched" ridge. It was reported that the nurse pulled back on the syringe while deflating the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon did not deflate completely and left a ridge at the tip of the catheter that allegedly caused the catheter to get stuck in the patient's meatus. It was reported that the hospital nursing staff no longer tests the catheters before use, by inflating and deflating the balloons due to the balloons not deflating completely and leaving a "stretched" ridge. It was later reported that the nurse did pulled back on the syringe while deflating the balloon. The patient experienced self-limited bleeding. The patient allegedly required a "urology consult for catheter removal".

Manufacturer narrative:
The reported event was confirmed as cause unknown. Received one portion of the catheter only consisting in part of the shaft with the balloon area and the tip. Per the visual evaluation, a cuff roll was noted on the balloon. Per the dimensional evaluation, the active length was found within the specification. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the balloon did not deflate completely and left a ridge at the tip of the catheter, which caused the catheter to get stuck in the patient's meatus. It was reported that the patient experienced "some trauma" and self-limited bleeding. Allegedly, the patient required a "urology consult for catheter removal." It was reported that the hospital nursing staff no longer tests the catheters before use by inflating and deflating the balloons due to the balloons not deflating completely and leaving a "stretched" ridge. It was reported that the nurse pulled back on the syringe while deflating the balloon.